Event description:
The customer reported the system displayed a charger fail. This error was not a fatal error and allowed the customer to simply press any key to resume case. No pt injury.

Manufacturer narrative:
The service rep was unable to reproduce the problem. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-07048. That number had already been submitted for model 2800, submitted on 11/8/07. We are submitting this report to replace the duplicate report number for this device.